Event description:
It was reported that following implantation, the spinal cord stimulation (scs) system was confirmed to be functioning properly from the date of implant. The patient subsequently underwent a non-device related spinal fusion procedure, where it was suspected, but unconfirmed that electrocautery was used. After the spinal fusion procedure, the patient reported that the implantable pulse generator (ipg) initially charged and the stimulation system operated normally for approximately half a day. The patient then reported that they could no longer feel the stimulation, the ipg battery depleted, and the device was no longer able to be recharged. The patient left the scs device off for about a month. Communication with the ipg using the patient remote or the clinician programmer was unable to be established. An overnight charging attempt did not restore charging capability or device communication. A procedure was performed in which the ipg was removed and disconnected from the implanted leads. The patient was later implanted with a new ipg. Post operatively, the patient was doing well.